Event description:
It was reported that a msm20, mcm30 and mcs20 were used during an unknown procedure. It was reported by the affiliate that with each device the clips would not deliver (feed). There was no consequence to the patient.